Event description:
After battery replacement, an impedance of 50 ohms and current of 575 microamperes was discovered, indicating a short circuit. The hcp was able to program around the short. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Other, (lead or extension).